Manufacturer narrative:
The tandem user guide indicates that the resume insulin alarm will sound when the insulin delivery has been stopped for more than 15 minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experience high blood glucose (bg) levels ranging from 300 to over 400 mg/dl. Correction boluses were delivered to address the high bg level; however, the customer went to the emergency room (ER) due to the high bg on (B)(6) 2016. The customer was treated with a saline drip and was administered a long lasting insulin. The customer left the ER after 4 hours with a bg in the 200s mg/dl and was stable. Tandem customer technical support (cts) reviewed the pump history with the contact and multiple resume pump alarms were found to have occurred during the high bg events. Cts educated the contact about the resume pump alarms and had performed a system check on the pump using new supplies. The pump was found to be functioning as expected and insulin delivery was resumed.